Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to low amplitude and high pacing thresholds. The right ventricular (rv) lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.